Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, requested a replacement, and technical support agreed to send a replacement and notify customer support to reach out regarding occlusion alarms. Additionally, clinical support attempted to contact the customer, who expressed being busy and agreed to call back later.